Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter was reading inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient informed the cca that the alleged product issue occurred around noon on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿213mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with insulin pump therapy and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient informed the cca that an unspecified period of time before the alleged product issue occurred they developed the symptom of ¿disorientation¿. The patient stated that at noon on (B)(6) 2017 they had to receive treatment from the emergency medical services (ems). The patient was given IV glucose from a healthcare professional after their blood glucose was measured at ¿28mg/dl¿ on the ems¿ meter. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. However, the patient¿s test strips had expired. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.